Event description:
It was reported that the set rate on the external pulse generator was unable to be changed, that it stayed at 70 - 80 beats per minute (bpm). The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Encoder flex is out of electrical specification. Upper case and side bail covers are broken. Ring cover is contaminated. Keyboard is scratched (cosmetic). Side bails are missing and ring is bent.